Event description:
Customer reported a blank display on her insulin pump. Customer's blood glucose is 52 mg/dl. There is no physical damage to the device. Customer was lying on the sink, washing something and possibly splashed the device with water. The issues started shortly afterwards. She said the device will shut off and not power back on. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage on the electronic assembly. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.